Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, while priming the stylet the cannula fired automatically. An x-ray showed insufficient cannula tang engagement and upon disassembly it was noted that the right bumper was bent. Based upon the cannula firing automatically this investigation is confirmed for the identified self-activation, and based upon the insufficient cannula tang engagement the complaint is confirmed for the reported cannula priming issues. The bent right bumper like contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the top slide of the device allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no patient contact.